Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-july-2018 with the following findings: the black box showed multiple ¿cs162¿ loss of prime alarms due to low non- zero force warnings. The ¿ez-prime¿ steps were performed correctly, no ¿cs162¿ warnings or any errors, alarms, or other warnings occurred during the evaluation. The investigators were unable to duplicate the ¿loss of prime¿ complaint. Unrelated to the original complaint, the battery compartment was found to be cracked at the threads on the side. The returned battery cap was undamaged and able to fit.